Event description:
Reportedly an explanted device of unknown model, size and serial number are coming back to our edwards evaluation laboratory. The reason for explant is unknown. Sales representative will provide additional information at a later time. Please send return kit to (B) (4) CT coordinator in the o.r. E-mail from sales representative dated 03/12/10 indicates that the explanted model is a 2800 of unknown size. On 04/05/10 ipr data indicates device is a 2800, 27mm, (B) (4).

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is detected in the cusp area of leaflet 2. Calcification restricted mobility in the leaflet and led to stenosis. Leaflet 2 dropped relative to leaflets 1 and 3, at the greatest distance of approximately 3-4mm. A tear is detected at leaflet 2, along the attachment at commissure 3. The tear measured to approximately 3mm, did not penetrate the entire thickness of the tissue. Swollen and thickened tissue is detected at the region of the tear. Host tissue is minimal at the stent inflow. The x-ray demonstrates calcification. (Model# 2800). X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, operative report and device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 83 months. Through follow-up with the health-care provider and the operative report, it was learned that the device was explanted due to mitral regurgitation, mitral insufficiency, perivalvular leak, and dehiscence.